Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated sample with lot number 1932201464 was received for evaluation. An inspection was conducted per procedure. The sample was visually and functionally evaluated and was observed to have an unusual cut within the middle of the probe. The investigation was conducted with the multifunctional team. All processes and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections of the product. Quality control inspections were found established and carried out properly for material release including a 100% visual inspection being performed by the production personnel during the packaging process in order to detect and discard any identified failures. There were no abnormal conditions found that could trigger the reported condition. There have been no similar conditions have been detected in the past at our manufacturing process. Furthermore, there are no processes involved during the manufacturing of this product that could cause this type of perforation on the probe. In addition, the reported issue could not be replicated under normal conditions of use. Per the investigation results described above, it was concluded that the reported condition was not generated during the manufacturing process therefore an exact root cause could not be determined. No actions are deemed necessary at this time. The current process is running according to the product specifications and meeting all quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that a hole was observed in the middle of the probe when washing with water. No patient injury.